Event description:
It was reported that the insulin pump had a high pitched tone which caused the customer to have to reprogram his basal rates. The customer did not know that when basal rates and time/date settings were reset that other optional features in the pump were set back to the factor settings. The customer had given himself a six unit bolus which caused him to have low blood glucose levels and this led to the hospitalization. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.